Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (tbhcg) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for tbhcg and a negative (-) result of 0.00mlu/ml was obtained. The customer indicated that additional serum and urine samples from this pt gave positive results when tested for tbhcg. (The instrument, testing time and the actual results were not provided). A new sample was collected from the pt a few days later and sent out to another lab for tbhcg testing on the axsym analyzer and a result of ">900" was obtained. There was no report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary: qc was within specification on the date of the event. System check from 10/18/06 was within specifications. The customer was having multiple "ultrasonic surface detection failed with lowering probe" prior to and after the event. A field svc engineer (fse) was dispatched to the customer's lab on 10/24/06. The fse inspected the instrument and discovered that customer was sharing sshcg packs between instruments. The fse found that locking screws for precision pump are loose and micro-bubbles are getting into the precision line. The fse also noted a drop of fluid at the bottom of the probe which was causing false level sense errors and dilution issues. The fse repaired the instrument and verified per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.